Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft migrated approximately 4 cm below the renal arteries, resulting in a proximal type ia endoleak. The proximal neck currently measures 29/30 mm in diameter. Per the physician, the cause of the migration was most likely due to disease progression and neck angulation. No intervention has been performed however the physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.